Event description:
According to the initial report received via email on (B)(6) 2025, protect study patient experienced incomplete unfolding of stent on (B)(6) 2021. The patient required "medical or surgical intervention to prevent permanent impairment of a body structure or function".

Manufacturer narrative:
This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds-4030, lot c2459120g (finished goods) and lot c2458536c (subassembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported on (B)(6) 2025 associated with a patient residing in germany and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿definitely¿ related to the amds device and implant procedure. Adverse event # 1 reported a vascular event as ¿incomplete unfolding of stent¿ with an onset date of 02feb2021, documented as ongoing. The event was deemed ¿definitely¿ related to the amds device and ¿definitely¿ related to the implant procedure. No pre-existing condition or acute disease were identified that caused or contributed to the event. The event was documented as a serious adverse event, due to reported ¿medical or surgical intervention to prevent permanent impairment of a body structure or function¿. However, the ecrf indicated that the patient was not hospitalized as a result of the event and no treatment was provided. The event outcome was documented as ongoing. Of note, the patient remained in the study. Details from the imaging diagnostic form indicates ¿all CT data sets from 2021 to 2024 show that the stent has not fully expanded¿. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. An important factor to consider relating to this incident per the cer cautions and warnings 11: ¿do not oversize. The braided design of the amds stent does not require oversizing. Some degree of oversizing is inherently built into the sizing guidance as device selection is based on total aortic diameter adventitia-to-adventitia, while the native true lumen is known to be smaller than this. Device sizing must be selected by the physician based on the patient-specific anatomy, according to the amds sizing chart in table 2. Sizing must be based on measurement of the outer aortic diameter (adventitia to adventitia) based on preoperative CT scan imaging. Implantation of the amds in anatomy beyond the sizing recommendations (e.g., oversizing) may result in unexpected device conformability (such as stent narrowing).¿ there were no documented reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.